Manufacturer narrative:
A non-sterile microcatheter prowler 14 was received in tangled condition with one trufill dcs and one "y" connector inside a plastic bag. The prowler 14 was inspected and it was found kinked as well as several compressed/flat section were found on the distal section of it. The hub was inspected and it was found without damage. Part of the embolic coil was found inside of the microcatheter. The ID of the microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the damages found in the visual inspection were confirmed. Even the damages presented on the device, the functional analysis was performed. The embolic coil was retired of the microcatheter and it was flushed using a lab sample syringe (nipro) and residues of blood were expulsed from the distal tip of the device. After that a 0.014" a guidewire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Some resistance/friction was felt when the guidewire pass through the damage found on the device. After that the guidewire was removed from the microcatheter and it was flushed again and one cordis lab sample trufill dcs orbit was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip and again some resistance/friction was felt when the trufill dcs orbit pass through the damage found on the device. The functional test could not be performed with the unit received (trufill dcs orbit) due the conditions of the received device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "catheter body/shaft - obstructed" was not confirmed during the analysis. The cause of the failure experienced by the costumer was due to the kink and the compressed/flat sections found on the microcatheter. The cause of the damages found on the device could not be conclusive determinate however could not be related to the manufacturing process. Procedural factors appear to have contributed to this failure. Inspections are in place that prevents this type of failure from leaving the facility. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00086 and 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00086 and 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The orbit rdfl complex fill coil ((B)(4)) got stuck 3/4 from the distal end of the prowler 14 dmb f shape microcatheter. During the event, further attempts were made to advance the coil through the microcatheter, but advancing was unsuccessful. After the event, both, the microcatheter and coil delivery system were removed as a unit. Prior to the failure, two other coils were delivered through the microcatheter without any issues. The microcatheter was not reshaped, and a constant and dedicated saline source was utilized at all times. No damages were noted on the microcatheter that may have contributed to the event. After the event occurred, the coil was noticeably stretched inside prowler 14 microcatheter, but the coil was still attached to the delivery system. The procedure was intracranial. There was no patient injury reported. A non-sterile microcatheter prowler 14 was received in tangled condition with one trufill dcs and one "y" connector inside a plastic bag. The prowler 14 was inspected and it was found kinked as well as several compressed/flat section were found on the distal section of it. The hub was inspected and it was found without damage. Part of the embolic coil was found inside of the microcatheter. The ID of the microcatheter was measured and was found within specification. The microcatheter was inspected under microscope and the damages found in the visual inspection were confirmed. The functional analysis was performed, despite the damages found on the device. The embolic coil was retired from the microcatheter and the microcatheter was flushed using a lab sample syringe (nipro) and residues of blood were expelled from the distal tip of the device. After that a 0.014" a guidewire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Some resistance/friction was felt when the guidewire pass through the compressed flattened damage found on the device. After that the guidewire was removed from the microcatheter and it was flushed again and one cordis lab sample trufill dcs orbit was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip and again some resistance/friction was felt when the trufill dcs orbit pass through the damage found on the device. The functional test could not be performed with the unit received (trufill dcs orbit) due the conditions of the received device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Obstruction of the returned catheter was not confirmed with analysis; however, resistance was encountered due to the kink and compressed/flat sections found on the microcatheter. The cause of the damages found on the device could not be conclusive determinate; however based on the analysis and report that prior to the event other coils had gone through the catheter there is no indication that it is related to the manufacturing process. Procedural factors appear to have contributed to this failure. Inspections are in place prior to release of the product. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00086 & 1058196-2011-00087. Additional information will be submitted within 30 days upon receipt.

Event description:
The orbit rdfl complex fill coil (638cf0721) got stuck 3/4 from the distal end of the prowler 14 dmb f shape microcatheter. During the event, further attempts were made to advance the coil through the microcatheter, but advancing was unsuccessful. After the event, both the microcatheter and coil delivery system were removed as a unit. Prior to the failure, two other coils were delivered through the microcatheter without any issues. The microcatheter was not reshaped, and a constant and dedicated saline source was utilized at all times. No damages were noted on the microcatheters that may have contributed to the event. After the product failure occurred, the coil was noticeably stretched inside prowler 14 microcatheter, but the coil was still attached to the delivery system. The procedure was intracranial. There was no patient injury reported.